Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received a battery out limit alarm. Customer's blood glucose was unknown. Caller reported that customer went to the hospital and left pump without clearing alarms, and battery may have depleted. Caller reported that customer was hospitalized due to high blood glucose. Customer also had pneumonia and a tear in the esophagus. Caller was advised to monitor insulin pump.